Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation summary: based on the available information, boston scientific did not confirm the reported event of stent failure to deploy. There were no deployment issues identified during functional testing of the returned device. The investigation concluded that the additional observed event of outer sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was returned for analysis. Visual inspection of the returned device identified the outer sheath was bent near the luer section. Functional testing was performed, during which the stent deployed as intended without resistance. No other damages were identified on the returned device. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted transgastric to pancreas for the treatment of walled-off necrosis during an endoscopic ultrasound procedure performed on (B)(6) 2022. During the procedure, the physician encountered difficulty deploying the first flange of the axios stent. The physician removed the stent undeployed from the catheter and a second axios stent was then inserted through the previously created puncture tract. The procedure was completed successfully. There were not patient complications as a result of the event.